Manufacturer narrative:
The ventilator was investigated on site, the reported problem was reproduced. The measured 02 concentration was always lower than the set o2 concentration. The o2 gas module was replaced which solved the problem. The part was not returned for investigation. The received device log files also confirms the issue with low o2 concentration alarm. No goods has been received for further investigation, therefore the cause has not been established in this investigation.

Event description:
It was reported that during ventilation even if the set o2 concentration were increased to above 40 %, the measured o2 concentration did not raise above 40 %. Alarms for low o2 concentration was generated. There was no patient harm. Manufacturer's ref #: (B)(4).